Manufacturer narrative:
The device was returned to olympus and the evaluation found stains under cover glass, minor dents on distal edge, bad image/image out of field, and bad cable. Based on the results of the investigation, it is likely the image was bad due to a bad cable. However, a definitive root cause could not be established. Based on the results of the investigation, it is likely the image was out of field due to the scope shaft being bent. However, a definitive root cause could not be established. Based on the results of the investigation, a probable root cause for stains under the cover glass and dents on the distal edge could not be determined. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid videoscope exhibited stains under cover glass, minor dents on distal edge, bad image, image out of field, and bad cable. There was no patient involvement.